Event description:
Initial measurement of 23mm x 5.1 cm accepted by m.d. Before thawing. After thawing & dilution, m.d. & physician's assistant believed valve to measure 25mm. Physician selected another valve & proceeded with the surgery.